Event description:
Pt developed an infection following generator replacement surgery. The infection was treated with IV and oral antibiotics along with generator explant. The infection has reportedly resolved. There are no plans to reimplant at this time.